Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The post on the front door was replaced to resolve the reported issue. (B)(4).

Event description:
The hospital reported a broken post on the front door which could cause a patient fall. There was no report of patient involvement.